Event description:
I was shipped 2 boxes of osang ohc covid at-home antigen tests from FDA.gov which were already expired past the extended date: ohc sha2401-ya30-040af: box exp 1/29/2024, extended exp 1/29/2025 (already expired). These should not have been shipped. I need to re-order, please. Reference report: mw5165979.